Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/02/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2015 with the following findings: a review of the pump black box data indicated two pump reboots associated with loss of prime warnings and one reboot following a rewind attempt. The pump powered on normally. A visual inspection of the pump showed a crack in the battery compartment. There was no evidence of moisture contamination inside the battery compartment. The battery cap was able to tighten securely to the pump. The battery cap contact measurements were found to be within required specifications. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms occurring. A leak test was performed and no leaks were found. The pump case was removed and no evidence of moisture ingress or loose components was found. The issue of intermittent power was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the audio bolus button cover was torn in the center. The audio bolus button responded appropriately.